Manufacturer narrative:
Device evaluation 1 unit of lot: c1996057 of echo-hd-22-c was returned open in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 10 july 2024. On evaluation of the devices the following observations were made. Visual inspection: stylet not returned distal end of needle examined and kink observed at notch of needle. Functional inspection: sheath extender able to advance and retract without issue, needle able to advance without issue, needle handle retracted but tip of needle would not retract into sheath confirmation was requested as follows: ¿could you please confirm if an additional complaint is required for the use error, or if (B)(4) can be directed to the root cause as a use error?¿ the response received was: ¿just one complaint for the use error is sufficient due to the stylet being partially removed.¿ use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Manufacturing records prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number: c1996057 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and precautions sections of the IFU instructs the user to " ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review the definitive root cause can be attributed to user error. The stylet should be fully inserted when advancing the needle into the biopsy site. As observed during the lab evaluation, the distal end of the needle showed a kink at the notch. This kink is likely a result of the stylet not being fully inserted during needle advancement into the biopsy site. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse event due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-mar-2025.

Event description:
Patient diagnosed with pancreas mass and user attempt to obtain the tissue from mass. User utilized and advanced 22g needle into endoscopic ultrasonography to proper position, user advanced the needle into mass position to do first biopsy, but after first biopsy user detected the tip of needle bent and deformed which can no long continue the procedure, user then changed to a new device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No . 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. Under collection. 8. If not with the device in question, how was the procedure performed and/or finished? With another new device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? Yes. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Pentax. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement of needle. 17. Was difficulty experienced while retracting the needle? No information provided 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? Yes. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Yes. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? No. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.